Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that following the implant of this mechanical valve, an echocardiogram showed severe regurgitation. The implanting physician re-operated and applied additional sutures to the device, but the condition persisted. This valve was then explanted and replaced with a different valve, resulting in a prolonged operation. The patient did not handle the procedure well at first, but was ultimately fine. No other adverse patient effects were reported. Patient's relevant medical history includes a history of congenital heart disease.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually inspected. The valve was discolored showing evidence of blood contact; however, the valve did not show evidence of impingement. Both leaflets were in the closed position and appeared to be intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared to be intact. The inflow and outflow orifices appeared to be intact with no evidence of damage. Functional testing was also performed using a blue actuator to test leaflet movement. The leaflets appeared to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported regurgitation could not be determined as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted which could lead to regurgitation. One of the possible causes of the reported regurgitation / leak could be related to sizing of the device. Medtronic's attempts to obtain the size of the replacement valve has been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.